Event description:
Patient was revised to address infection, pitting of the insert, and osteolysis.

Manufacturer narrative:
Examination of the submitted device confirmed surface pitting. Review of the device history records did not reveal any anomalies. A search of complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the surface pitting; however, third body debris being introduced into the joint space is a suspected contributing factor. The investigation could not draw any conclusions about the reported infection; however, infection after approximately six years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received the investigation will be re-opened.